Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. No response from any button. Time clock didn't change. Display not blank, no alarm occurred. Insulin pump did not respond to remote bolus, remove battery and insert battery alarm occurred. Customer insert new battery all buttons did not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No frozen screen noted during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).